Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery hook instrument was analyzed and found to have a broken conductor wire at the distal clevis location. The instrument failed the electrical continuity test, confirming a complete break in the wire. Components adjacent to the broken wire do not show any damage, which may suggest potential mishandling or misuse of the instrument. Fa found additional observations that were not reported and are not related to the customer complaint: the instrument was found to have charring and/or localized melting on the outer surface of one monopolar distal clevis. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument (pch) has no energy output. The procedure was completed with no reported patient injury.